Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during a follow-up, increase in ventricular threshold and loss of r-wave were observed. Programmed change was made until lead reposition. During the extraction procedure, dislodgement was noted. The lead was explanted and replaced. Patient was not symptomatic and was doing well before and after the procedure.